Event description:
The patient underwent a pocket revision due to pain at the implant site. The ipg was implanted too low and was very painful for the patient. Patient was reportedly doing well after the procedure.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. This is a final report.